Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient fell and hit their head causing internal bleeding in the brain while wearing the lifevest. Outcome of the injury is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Correcting a typo in section d1 and d4. The brand name and model # is lifevest wcd 4000 system.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient fell and hit their head causing internal bleeding in the brain while wearing the lifevest. Outcome of the injury is unknown as follow up attempts were unsuccessful.